Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the same day of implant, the patient's leadless implantable pulse generator (ipg) experienced a pacing problem when loss of capture was noted when the patient was ambulating. An elevated threshold was noted and a possible stability issue was suspected. The leadless implantable pulse generator (ipg) was initially reprogrammed. A temporary pacing lead was placed. The leadless implantable pulse generator (ipg) was then removed and replaced. No further patient complications have been reported as a result of this event.